Event description:
Head surgeon, reported via our sales rep that the head could not be fixed on the shaft. Further, he stated that the next taken head could be fixed immediately. Also, he stated that surgery was continued with alternative device and with a delay of about 10 minutes and finished with desired result.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.